Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the unit alarmed due to a machine and proximal sensor failure reference. There was no patient involvement.

Manufacturer narrative:
Device evaluation: review of the device diagnostic history indicated the presence of multiple error codes suggest that a spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Due to no parts returning for evaluation, the root cause of the reported issue could not be determined. The determination could not be made that the device did fail to meet specifications.